Event description:
Received info stating that customer uses apidra and has had multiple occlusion alarms. She's now off the pump and is currently on pens.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.